Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
No service for the ventilator was requested by the user facility. Investigation was performed by an unauthorized third party service provider. The o2 cell was reportedly replaced but not returned for investigation. No ventilator logs have been provided. The o2 cell is a consumption article and is only measuring. It will not affect ventilation and provided o2 concentration to the patient. The o2 cell is automatically calibrated each time a pre-use check is performed. If the ventilator has continually been in use for a long time, the measured o2 concentration may drop due to normal degradation of the o2 cell. This will activate a nuisance alarm. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).